Manufacturer narrative:
Follow-up #1: date of submission 02/19/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 02/02/2016 with the following findings. On investigation, the alleged power issue was not verified in the black box or duplicated in the evaluation. Review of black box history found records of processor communication related call service alarm, but did not find any unexplained power issues. The caps were not returned and test caps were used in the evaluation. The pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any call service alarms or power interruptions. Pump casing was opened and there were no damages to the power circuit found. (B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. Reportedly, the pump vibrated and shut down. The reporter stated that the issue was not resolve with new batteries or caps. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.